Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed error code 1005 indicating an open circuit condition was detected during shock delivery and high shock out of range impedance. Device delivered one burst of anti-tachycardia pacing and nine shocks due to patient being in ventricular tachycardia. After the nineth shock, lead shock impedance increased to 125 ohms. Technical services reviewed the data and suggested replacing the lead and clearing the fault. Health care physician (hcp) inquired if the issue could be related to the device. Ts suggested executing a commanded shock on the device to find the root cause of the reported observation. Hcp elected to replace the ICD. This ICD device was explanted, and no additional adverse patient effects were reported.